Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; painful intercourse; inability to have intercourse; recurrent incontinence; psychiatric injury. Nonsurgical treatments: the patient was treated with pain medication: paracetamol for the treatment of: pain. Treatment duration: 3 years. The patient was treated with psychological medication: tofranil 25mg. Treatment duration: 10. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training).